Event description:
It was later reported the patient passed away due to hemorrhagic shock. The patient's outcome was not considered device related, the device operated as expected.

Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE MANUFACTURER¿S INVESTIGATION IS COMPLETED.

Event description:
IT WAS REPORTED THAT THE PATIENT HAD ELEVATED LACTATE DEHYDROGENASE (LDH) LEVELS. THE PATIENT PREVIOUSLY HAD HIGH LDH 282-381. THE PATIENTS MOST RECENT LDH ON (B)(6) 2026 WAS 616 AND ON (B)(6) WAS 849. THE PATIENT WAS HAVING DARK URINE WITH A URINALYSIS (UA) SHOWING MODERATE BLOOD IN URINE. THE PATIENT STATES URINE IS PUMPKIN COLOR BUT DENIED COLA/TEA COLORED URINE. THE PATIENT HAS HAD A THERAPEUTIC INTERNATIONAL NORMALIZED RATIO (INR). THE PATIENT WAS NOTED TO BE ON ASPIRIN. THE PATIENT DENIED ALARMS. PATIENT REPORTED LOW ENERGY LEVELS AND INCREASED SHORTNESS OF BREADTH WITH STABLE FLUID STATUS. LOG FILE REVIEW WAS REQUESTED TO DETERMINE IF THERE WERE SIGNS OF SPIKES IN FLOW OR POWER FOR EVIDENCE OF CLOTS. LOG FILE REVIEW REVEALED NO UNUSUAL EVENTS. THE DEVICE OPERATED AS EXPECTED. IT WAS UNKNOWN IF THE EVENT WAS DEVICE OR THERAPY RELATED. THE CAUSE OF THE ELEVATED LDH WAS NOT DETERMINED. ADDITIONAL TESTING WAS ORDERED INCLUDING A REPEAT UA, ADDITIONAL LAB WORK. AN X-RAY WAS NORMAL, AND RESPIRATORY PANEL WAS ALSO PERFORMED. THE PLAN OF CARE WAS TO CONTINUE LAB WORK AND FOLLOW UP IN CLINIC. MEDICATION CHANGES OR A HEPARIN BRIDGE WERE BEING CONSIDERED.

Manufacturer narrative:
Manufacturer's Investigation Conclusion:A direct correlation between the HeartMate (HM) II Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account.The patient remains ongoing on HMII LVAS, serial number (b)(6). No further related events have been reported at this time.The relevant sections of the device history records for (b)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications.The HeartMate II Left Ventricular Assist System (LVAS) Instructions for Use (IFU) Rev. B and the HeartMate II Patient Handbook Rev. A, are currently available.Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of HeartMate II LVAS. Section 6, under "Anticoagulation", also contains information regarding the recommended anticoagulation therapy and international normalized ratio (INR) range, as well as suggested anticoagulation modifications.The current revision of the IFU and Patient Handbook can be found on the eIFU page of the Abbott website. No further information was provided. The manufacturer is closing the file on this event.